Event description:
It was reported that the tip of the turbo vac used melted. The procedure was completed with a competitor device. A delay less than 30 minutes was reported. No patient injuries reported.

Manufacturer narrative:
Patient information added. Event updated.

Event description:
It was reported that the tip of the turbo vac used melted. The device had been in use for 30 min before the melted appearance was noticed and the wand was removed from the sterile field. The procedure was completed with a competitor device. A delay less than 30 minutes was reported. No patient injuries reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned controller found that the controller warranty seal was broken and the returned wand showed no damaged to the tip of the wand as stated by the facility. The complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. The sd card information was downloaded and the information shows the following error/s: 1. Error code 5 ¿ multiple buttons or foot controls have been pressed simultaneously 2. Error code 25 ¿ check electrode on wand tip for excessive wear the complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. Factors which can lead to excessive use issue include: 1. Factors that could have led to tip detachment/excessive use includes: using the device against a bony, sharp, or otherwise hard surface, improper insertion or removal from an apparatus as reported in the complaint, or excessive force applied to the tip can all lead to unintended detachment and are outlined in the precautionary statements in the instruction for use (¿IFU¿). There are several factors that could contribute to the reported event such as not having sufficient saline in order to maintain the formation of plasma on all electrodes, inadequate suction, or the device reaching its end of life. There were no indications to suggest the device did not meet product specifications upon release into distribution.